Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 system was reporting the vessel sealer extend (vse) was not connected when the staff connected the instrument. The clinical sales representative (csr) attempted to power cycle the e-100 with the power button but the e-100 would not power off. The power button was depressed for 3 seconds with no response. The csr cycled the e-100 breaker and when he powered the e-100 back on the instrument led reflected white showing an instrument was connected although no instrument was connected to the e-100. The staff is proceeding with the procedure using the erbe to deliver energy to the vse instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue. The generator unit was replaced, and the issue was resolved. The system was tested and verified as ready for use. The e100 generator unit involved with this complaint has been returned for evaluation. Failure analysis was able to reproduce the reported completed. This unit was installed into the test system and started up with no problem. Performed instrument testing but the monopolar led was blinking. The problem was intermittent while running instrument energize power test. The complaint regarding instrument not recognizing the vessel sealer extend connection was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer used another generator after the start of the procedure due to the e-100 generator not working properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.